Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges during the load process. Also, it was reported that the customer experienced multiple minimum fill messages. The customer's blood glucose level was 200 mg/dl and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.